Manufacturer narrative:
(B)(4). Approximate age of the device is 4 months, 17 days. The event occurred at (B)(6). A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). During the manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that the patient expired on (B)(6) 2015. The information received indicated that the patient had a stroke one month post-implant and remained in the intensive care unit (ICU) for four months without improvement. The family subsequently decided to have the patient's pump support discontinued. An autopsy was not performed and the pump was not explanted. The patient was reportedly at high risk for stroke and had a previous transient ischemic attack (tia) prior to lvad implant. No further information was provided.